Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee (bk). A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation, however, during the fourth inflation at 14 atmospheres for 30 seconds the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient injuries reported and the patient condition was good.